Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after delivering a bolus, customer did not consume as much food as intended. Customer's blood glucose (bg) was 44 mg/dl and carbohydrates were consumed to address bg. Customer alleged pump basal iq feature did not suspend insulin delivery as expected. Tandem technical support reviewed pump settings and found customer had the basal iq turned off. Customer turned setting on.